Event description:
It was reported by service report that the scale is off by 60 pounds. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Eval conclusion: scale was recalibrated.